Event description:
It was reported that during use of the port, the physician suspected that the system had become occluded. He tried to pass a guide wire to clear the port, with no success. A dye study was performed which showed two areas of leakage within the catheter. Due to the leakage, the port and catheter were explanted, and a new ones were implanted. There were no pt complications.